Event description:
It was reported that the pulse generator exhibited an event of loss of ventricular capture without the delivery of a back-up pulse. The patient was dependent. The device was reprogrammed and remained implanted. The patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.